Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that they had and the pump had blank display. The customer¿s blood glucose level was 94 mg/dl. The customer stated the pump stopped working and it was also reported that they had damage battery compartment and the top portion where the battery screw piece was missing and the pump shut completely off. The customer declined troubleshooting for blank display. The customer was advised pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Device had broken off battery tube threads.